Event description:
Had a davol kugel compositix mesh placed (B) (6) 2005. This was done laparoscopically. Mesh was model #0010206, (B) (6). Size was 22.1x27.1 cm. Pt did well for years until (B) (6) 2009, when he presented with an abdominal infection/abscess over the mesh. This occurred after an episode of bronchitis. Mesh was removed on (B) (6) 2010. Rings in mesh had fractured and perforated the small bowel. Mesh replaced with biologic mesh. Pt is doing well with a slowly healing wound.